Event description:
It was reported to philips that the geometry pc failed to start up, which would impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia planned treatment procedure was performed when the issue happened. The procedure was aborted, and the system was repaired at next day. The philips field service engineer (fse) visited an onsite visit and confirmed that reported problem. Upon troubleshooting, fse confirmed the geo pc wasn't booting due to a defective bios battery. To resolve the problem, fse replaced the geo pc and return the part for further analysis, but no failure found. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.